Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under section. Conclusion: evaluation summary: (B)(4) analysis confirmed the reported event. The rf head failed testing and the cable was found damaged.

Event description:
It was reported the rf programmer head needed a new cord and friction pads. The rf head was also reported to be working properly. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The rf head failed testing and the cable was found damaged.